Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, post procedure prior to (B)(6) 2010, the patient has parkinson's disease and experienced increased motor fluctuation. A culture was taken on (B)(6) 2010 from the stoma, it showed yeast and staphylococcus bacteria. No treatment was given at that time. After the increased motor fluctuations, an oral antibiotic was planned on being given to the patient; to see if that could decrease the fluctuations. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - bacteria. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, post procedure prior to (B)(6), 2010, the patient has parkinson's disease and experienced increased motor fluctuation. A culture was taken on (B)(6), 2010 from the stoma, it showed yeast and staphylococcus bacteria. No treatment was given at that time. After the increased motor fluctuations, an oral antibiotic was planned on being given to the patient; to see if that could decrease the fluctuations. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on (B)(6), 2010: during autumn the patient is still presenting with an infection. The patient was given an oral antibiotic (herracillin). A culture was taken and showed klebsiella and candida. Since (B)(6), 2010 the patient has been on oral cefamox. This device is still implanted.